Event description:
Dr. Was performing a hysteroscopy. He asked for the soft tissue mini shaver blade. The st assembled the device and the surgeon was given the foot pedal. The foot pedal did cause the shaver to rotate, but only very intermittently. It was decided to obtain another foot pedal. Writer checked the core and the other machine and foot pedal were not there (in use in another room). It was then decided to obtain another handpiece. Writer was working with an advanced orientee, so I ran to the super core to obtain a different sterile handpiece, leaving my orientee in the room. On coming back to the room, my orientee was in the hall, having been told by our st to go get the other machine out of another room, which was open and being set up for their patient. Instead, we tried the handpiece I had retrieved and the issue was resolved.